Event description:
Began using philips CPAP machine in 2010. Shortly after use began having breathing troubles and was diagnosed with asthma. In 2018 began having joint problems, specifically in hands, and was diagnosed with psoriatic arthritis. In (B)(6) 2020, began feeling nauseous, had trouble breathing and was very weak. CT scan showed a lung collapsing, lung scarring and was diagnosed with interstitial lung disease and chronic hypersensitivity pneumatosis. Continued to have problems with breathing and lungs collapsing until death. The pt used two different CPAP devices. Reference report: mw5147605. Refer to additional documents in i2k.